Manufacturer narrative:
We have not received the complaint device for evaluation and were not able to verify the failure. The complaint device remains implanted. A lot history records review for this batch did not reveal any discrepancies related to the complaint event during the manufacturing processes. All of the quality control tests passed with expected values. Therefore, the root cause of the failure remains inconclusive. However, we believe it was an isolated incident. (B)(4) and no other complaints have been received. Please note that the complaint graft remains implanted and no permanent injury to the patient happened due to this incident.

Event description:
The graft was leaking during the implantation. The physician had to use the blood circulating machine for blood transfusion (about 800 cc). The bleeding was stopped with cellulose wadding. The graft remains implanted. Patient is okay.